Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In early 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter was not powering on. The pt indicated that the power issue first occurred approx at 7am eleven days prior. He claimed that approx 3 days later, he developed symptoms of shaking, weakness, and lightheadedness and then had more food/drink. The pt did not report any blood glucose results and did not report any other forms of treatment. The customer care advocate (cca) went through troubleshooting with the pt and noted that power issue was unresolved. Preplacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia approx 3 days after his meter stopped powering on.